Manufacturer narrative:
Initial and final MDR (B)(4) - device 6 of 10.

Event description:
Unomedical reference number (B)(4) event occurred in switzerland, it was reported that the ten infusion set was fell off during use on (B)(6) 2024 and infusion set is used for 1 day. No further information available.